Event description:
The device showed the "do not use" symbol in the status window but the user powered up the device and attempted to use on a patient. After instructing the user to attach the pads, the unit did not give any further instructions & did not deliver a shock. The patient died. Per the customer, the device did not cause or contribute to the patient death.

Manufacturer narrative:
Results - no trouble found. Device performs to specifications. Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint could not be duplicated through testing or verified that a device malfunction occurred by reviewing the device's log. The device's log indicates no error codes occurred and all self-tests passed. The device went through extensive testing including a vibration test to eliminate the possibility of an intermittent failure. The analysis of the device concludes that the device performs to specifications and no malfunction of the device is identified as occurring.